Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of approximately 3mm. The surgeon registered the patient successfully using pointmerge registration. The surgeon opted to continue, with the knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.